Event description:
It was reported that the patient's increase in seizures back in the beginning of 2014 was not suspected to be due to vns therapy. Around that time the patient had changed shifts at his job which caused stress and had some medication changes which were thought to contribute to the seizures. It was stated that this was not worse than before his vns and is pretty common for him to have seizures when he is stressed. He has had great control with seizures from vns therapy.

Event description:
Clinic notes were received for the vns patient¿s office visits on (B)(6) 2014. The patient believed that as he was no longer able to perceive normal mode and magnet mode stimulation on-times from his device. The patient had been experiencing an increase in seizures so the patient¿s medication was increased during the office visit. On (B)(6) 2014, the patient reported having six seizures in the previous month that were mostly partial. The patient continued to have breakthrough seizures so the patient¿s device settings were increased. The patient¿s device was tested during the office visit and diagnostic results showed normal device function. The patient reported not recent seizures during an office visit on (B)(6) 2014. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.